Manufacturer narrative:
(B)(4). Batch: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the first fire the anvil bent while working on the revision and would not go down the trocar. A second like device was used to complete the procedure with no patient consequences reported. The device will be returned.